Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 04/05/2016.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent interstim peripheral nerve stimulation stage I, incision and implantation of tined quadripolar icad electrodes into foramen s3 with fluoroscopic guidance for needle placement on (B)(6) 2013 due to urge urinary incontinence. It was reported that patient underwent interstim generator implant, initial programming of generator to lead of optimum sensation on (B)(6) 2013 due to urge urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection, vaginal bleeding, dysuria, and urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2005 due to mesh erosion. It was reported that patient underwent mesh revision/removal on (B)(6)2010 due to exposed mesh. (B)(4).